Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient said she is wetting the bed every night. Patient said it hasn't stopped since she got the device. Patient saw their doctor yesterday. She said he did some pushing of buttons but she doesn't know what he did. After patient left the doctors office she got a rash that itches all over. She has it on inner side of arm, and especially on hips, inside of legs, stomach, and breast. Doctor gave her myrbetriq which she took last night after she already got the rash. Doctor told her to call patient services to have someone help her adjust the settings. Checked the patient's settings and she was on program 3 at 1.0 volts. Patient increased the stim to 1.4 volts. On (B)(6)2020 the patient called back stating that she still has what she thinks is an allergic reaction to the device. Patient wants to know what she should do. Patient states that the np at the doctor's office told her that she has never heard of anyone getting an allergic reaction. Patient also does not believe she has any know allergies. Patient services redirected the patient to their doctor or to seek appropriate medical attention. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from a consumer on 2020-apr-29 it was reported that the patient wet her bed twice last night, so she needed assistance in reviewing how to increase stim. Patient services reviewed information and the caller successfully increased to 2.4v and was comfortable. When patient services asked for an event date, the caller just said that she was at "1. Something" but she went to her healthcare provider's office, because she was still wetting a lot. The healthcare provider increased stim to 2.1 v, but that hadn't helped either. Patient services was unsure if this was a loss of therapy or if the patient never had therapeutic effect. The caller mentioned that she didn't know who her healthcare provider was, but she knew that he worked in a specific office. The patient was to monitor their symptoms now that a change had been made and would follow up with their healthcare provider if it didn't resolve. There were no device issues or further patient complications reported. Additional information was received from the patient. On (B)(6)2023 patient said earlier this year their physician checked neurostimulator battery and ws told that the battery depleted and patient received replacement system on (B)(6)2023.